Event description:
Healthcare professional reported right side "capsular contracture grade IV, and implant rupture" and "hard upon palpation, pain, and deformity," "folds," "intramammary lymph node" and "fibroadenomas." "Fibroadenomas" are not related to the device. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture grade IV, rupture, crease/folding of implant, and lump/nodule are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, rupture, crease/folding of implant.